Manufacturer narrative:
(Removed the following statement: anticipated but not begun), (removed the following statement: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.)

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no impact to the customer's blood glucose level. As the pump was still functional, customer continued to use the pump for insulin therapy.